Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons were hard to press to get rewind and buttons sometimes sticks. Customer¿s blood glucose was unknown. Customer stated that insulin pump had crack on screen, front side had scratch out and upper left hand had crack. Customer stated that insulin pump was slower to rewind and had diminished battery life. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.